Manufacturer narrative:
The device was returned not to olympus for inspection. The absence of the device for physical examination has limited the investigation into the reported issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited scope communication error (b30). The issue occurred during set-up. There was no patient involvement.